Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device issued no visual or voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device issued no visual or voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt it was identified that the returned pad-pak was depleted beyond any use, therefore the device would not issue the audio advisory prompts and flash the instructional icon leds, as per the reported fault. Measurements taken during the investigation would indicate that all battery cells were depleted, which would indicate that it was depleted by an external load. The device was fitted with a test pad-pak and underwent extensive testing of all critical functions, performing to specification throughout. No measurable fault was identified during the investigation that would have resulted in the returned pad-pak to deplete. The device was scrapped by heartsine and the customer was provided with a replacement device.